Event description:
It was reported by service report that the foot end lift actuator was not functioning. The customer could not determine whether there was pt involvement or if adverse consequences occurred.